Manufacturer narrative:
The customer did not supply any information regarding sample handling or sample processing. All control results within range and passed reproducibility test. Service was not requested for dispatch. Failure mode was not determined with the information provided. MDR 1061932-2013-02031 is associated with this report and documents the erroneously low plt result obtained on (B)(6) 2013 for patient #2. Beckman coulter does not claim to identify every abnormality in samples and suggests using all available flagging options to optimize the sensitivity of the instrument results. All flagging options include reference ranges (h/l), codes, and flags. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions.

Event description:
A customer contacted beckman coulter (bec) reporting erroneously low platelet (plt) results for two (2) patient samples run on the coulter lh 750 hematology analyzer, when compared to the higher manual plt results which were considered correct, generated on two separate days ((B)(6) 2013). This report documents the erroneously low plt result obtained on (B)(6) 2013 for patient #1. The instrument did not generate any flags or error messages to alert the operator of an issue. The erroneously low plt result was reported out of the laboratory; however, an amended report was issued. The customer confirmed that no other samples were impacted. There was no death nor injury or change to patient treatment attributed to or connected to this event as the discrepant results were not reported out of the laboratory.